Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while using bd bbl gram crystal violet they noticed precipitate resembling gram positive cocci. 5 erroneous results were reported on synovial fluids. Additional testing was performed, and verified there was no growth. No patients were treated based on the erroneous results.